Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting diagnostic code 110b occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The asp evaluated discovered the issue during a device check prior to unrelated service activities. Diagnostic error code 110b indicates the proximal pressure is not measured and pressure-related alarms are compromised due to proximal pressure sensor autozero failure. The asp advised the customer of the issue and advised correction. The investigation is ongoing.